Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. There were no abnormalities identified, and the component passed leak test. The ms pump did not pass the functional testing. Based on this information, the reported allegation was confirmed.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was sticking. The pump was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was sticking. The pump was explanted and replaced. There were no patient complications reported.